Event description:
Event description guidant received information that a procedure was performed to reposition this ventricular lead (4087) due to loss of capture, noted at a follow-up visit. However, the lead was explanted due to inadequate sensing and threshold measurements. Another lead (4470) was attempted to be implanted, but was also removed due to poor sensing and inadequate threshold measurements. The patient was reported to not have any adverse effects.